Manufacturer narrative:
The pump passed the rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. There was no motor error alarms noted. The motor was tested outside the device and passed. There were no cosmetic damage noted. (B)(4).

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 414 mg/dl. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being returned for analysis and replaced.